Manufacturer narrative:
The complaint is based on received information from our field service engineer and an evaluation of the device logs that was received. The hospital did not request any service and informed our field service engineer that the machine was functioning properly and that the reported issue did not re-occurred. The ventilator was put back in service by the hospital. No parts were replaced in the ventilator system. The event logs do not cover the given event date ((B)(6) 2018). The event log confirms several alarms for high airway pressure related to the actual condition. During the ventilation period the logs also show usage of nebulizer. A blocked nebulizer filter might be a reason behind the high pressure alarms. Or that alarm limits for airway pressure is not sufficiently set by the user in relation to the actual patient condition. The reported o2 fluctuations by the customer could not be confirmed. The log confirms frequent usage of o2-breaths function and the technical log do not have any recordings of technical error. The ventilator passed pre-use check before and after the high pressure condition. Our conclusion is that the o2-fluctuations cannot be confirmed and that there is no indication of a ventilator malfunction.

Event description:
It was reported that the ventilator changed oxygen delivery level up, increasing and decreasing the level. The received logs indicated high airway pressure during patient treatment. There was no patient harm. (B)(4).